Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 131mg/dl, 61mg/dl (in the potential medical tab it was documented that, "cust is using unicheck strips"). Tests were done within 10 minutes with a difference of 62mg/dl. Patient did not experience any adverse events. No further information has been reported.